Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6, -12.00 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to pigment dispersion, blurred vision and hyphema, inflammation. This resolved the problem. Reportedly, ac bleeding was removed by irrigation. Inflammation was treated by medication. A new lens implant is planned.